Event description:
It was reported that there was a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer had already reset the pump on their own and was instructed by technical support to call back if the malfunction code recurs, which the customer acknowledged and understood.